Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was off. After checking the power button, moving the power cord to multiple outlets, and replacing the power cord, power supply, com sled, and all in one, it still wouldn't power up. Suspecting a faulty power supply, fse detached everything from it, but the fan didn't run. Fse needed a new power supply. After troubleshooting by disconnecting the drawers, fse found that the controller board for half hight drawer 2.1 needed replacement. A field service engineer (fse) replaced controller board, and the unit powered up and functioned correctly. The station was up and running, communicating, and drawers were working fine on hardware test application. The user successfully logged in and recovered a cubie to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis had no power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.